Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Patient reported right side "implant rupture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side "implant rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Patient reported right side "implant rupture." Device remains implanted.

Event description:
Pathology reported " pain in right side¿, ¿known silicone axillary lymphadenopathy¿, ¿firm nodular tissue 30 x 15 8mm was found on right side and there is minor patchy intracapsular/extracapsular chronic inflammatory cell infiltrate. There is an extensive granulomatous silicone reaction within the capsule, extending into extracapsular soft tissues." Device has been explanted. This relates to the right side.

Event description:
Device has been explanted.